Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked case at reservoir tube window corner.

Event description:
It was reported the insulin pump alarmed button error spontaneously. Customer's blood glucose was 4.7 mmol/l. No further information reported.